Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 11:11 am CT. The report number is being corrected from: 2134265-2018-64575 to: 2134265-2018-63327.

Event description:
It was reported that catheter fracture occurred. A stenosed target lesion was located at coronary artery a 2.50mm x 12mm emerge was selected for use. During procedure, a guidezilla ii guide extension catheter was used first and attempted to pass a 5fr ivus opticross catheter and it was unsuccessful. The opticross was caught up in the guide extension. Another of the same guidezilla ii was used and it passed with ease and with no problem. When the physician advanced the balloon, it was noted that the catheter accordion and the device snapped so snapped shaft. There were no patient complications reported. Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded. There were numerous hypotube kinks throughout the device. There was a complete hypotube separation 17.5cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The tip was damaged. No other issues were identified during the product analysis.

Event description:
It was reported that catheter fracture occurred. A stenosed target lesion was located at coronary artery a 2.50mm x 12mm emerge was selected for use. During procedure, a guidezilla ii guide extension catheter was used first and attempted to pass a 5fr ivus opticross catheter and it was unsuccessful. The opticross was caught up in the guide extension. Another of the same guidezilla ii was used and it passed with ease and with no problem. When the physician advanced the balloon, it was noted that the catheter accordion and the device snapped so snapped shaft. There were no patient complications reported.